Manufacturer narrative:
This report is submitted on march 21, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement (cause unknown). There are plans to replace the magnet. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to replace the dislodged magnet with a new magnet. The implanted device remains. This report is submitted on may 06, 2022.